Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined.

Manufacturer narrative:
Patient information was unavailable from the site. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information that, during a sacroiliac and thoracolumbar procedure, the navigation system displayed a low performance error twice during the procedure. It was reported that the issue occurred while using an exam from the imaging system and the surgeon was navigating with a probe. The procedure was completed with the use of navigation. There was no known impact on patient outcome. No delay was reported. No additional information was provided.